Event description:
It was reported that 89855 bd discardit ii¿ syringes had black particles in their packaging units. The following information was provided by the initial reporter: "needle missing syringe missing, empty packet, black particle"

Manufacturer narrative:
H.6. Investigation summary since no samples (including photos) were returned for the reported issue of ¿needle missing, syringe missing, empty packet, black particle¿ with lot number 0145405 regarding item # 300844 the complaint could not be confirmed, and the root cause is undetermined. DHR reviewed found no non-conformities. No samples have been received by bd for investigation. No photographs received by bd for the reported defects for investigation of the complaints. Based on the verbatim received by the investigation team and investigation of the complaints on the retention samples the defects are unconfirmed. The multiple defects happened due to multiple issues that occurred at different occasions during production of this lot. These are the corrections taken on each of the issues that eliminates the following defects. 1 needle missing-/ syringe missing , empty package- these defects caused due to issue in synchronizing of syringe loader and blister pack machine. For bad forming neither syringe loader should fill nor do needle loader but one syringe loader fill the cavity. Action- synchronizing to be done for both syringe loaders with packaging machine by adding peripheral with the help of ulma. Target date- 15/oct/2020 2. Black spot & foreign particle ¿ implemented cleaning process of brush used in syringe loaders a. Implemented cleaning process of brush used in syringe loaders b. Introduction of pm schedule for syringe loader I) include the cleaning of sliding part(s) of the loader ii) cleaning of the product holding fingers of the loaders action- cleaning process to be implemented successfully into routine. Target date- 15/oct/2020 complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 89855 bd discardit ii¿ syringes had black particles in their packaging units. The following information was provided by the initial reporter: "needle missing syringe missing, empty packet, black particle"